Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented the operating room for a normal device implant. During procedure, the right atrial lead had displaced while stylet was taken out. Several attempts were made to reposition the lead and the lead helix would no longer extend or retract. The lead was not used and replaced. The patient tolerated the procedure well and would be followed normally.